Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. Insulation damage was confirmed visually during the procedure. The patient was stable.

Manufacturer narrative:
Correction: h11. The reported event of ¿right ventricular (rv) lead showed noise - insulation damage¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the ring electrode cable lumen, right ventricular cable lumen and inner coil lumen with abraded one ring electrode cable ethylene tetrafluoroethylene (etfe) coating proximal to the suture sleeve tie impression. The right ventricular cable and polytetrafluoroethylene (ptfe) liner were intact in this location. The cause of the reported event was due to external insulation abrasion and abrading the ring electrode etfe cable coating consistent with friction to the device can.

Manufacturer narrative:
The reported event of ¿right ventricular (rv) lead showed noise - insulation damage¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the ring electrode cable lumen, right ventricular cable lumen and inner coil lumen with abraded one ring electrode cable ethylene tetrafluoroethylene (etfe) coating proximal to the suture sleeve tie impression. The right ventricular cable and ptfe liner were intact in this location. The cause of the reported event was due to external insulation abrasion and abrading the ring electrode etfe cable coating consistent with friction to the device can.